Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. The rotawires used in the procedure were returned, therefore, functional testing consisted of using the rotawires from the procedure. The wire from complaint 13966730 was able to be removed from the rotablator device with resistance, but could not be reinserted through the device due to multiple kinks in the wire. The wire from complaint 13966736 was able to be inserted and removed from the returned rotablator with no resistance or issues.

Event description:
It was reported that the rotalink plus catheter became stuck to the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 1.5mm rotalink plus catheter was used with a rotawire drive to treat the lesion. After atherectomy the devices were noted to be stuck together. The devices were removed together. The procedure was completed with another same device. No patient complications were reported.

Event description:
It was reported that the rotalink plus catheter became stuck to the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 1.5mm rotalink plus catheter was used with a rotawire drive to treat the lesion. After atherectomy the devices were noted to be stuck together. The devices were removed together. The procedure was completed with another same device. No patient complications were reported.